Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. It was determined that the surge suppressor circuit board was defective and was replaced. It was also determined that the workstation hard disk drive was also defective preventing the system from initializing. The disk drive was replaced. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the system 2800 would not turn on at all. There was no adverse patient involvement reported. There was no patient information reported.